Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the implant was placed in ada site 7, a failure occurred upon insertion. The implant did not achieve primary stability and the clinician reports insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that on the day the implant was placed in ada site 7, a failure occurred upon insertion. The implant did not achieve primary stability and the clinician reports insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).